Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton is frayed in some areas [device breakage] case narrative: consumer reported via e-mail that cotton is frayed during removal. No injury reported.